Manufacturer narrative:
The elecsys total psa reagent lot number is 906121, and the expiration date was not provided. A field service engineer (fse) replaced the pinch tubing, adjusted the sample and reagent probe, and cleaned the water filter. The fse verified that the instrument was operating according to specifications. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable elecsys total psa result for 1 patient sample on a cobas e 411 analyzer (rack system) module. The initial result was 0.695 ng/ml. The repeat results on (B)(6) 2026 were both 0.006 ng/ml, accompanied by data flags. The patient complained about the initial result when they got a different result from another laboratory. The repeat results were deemed to be correct.